Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
It was reported the surgical intervention may take place at later date to replace the patient's ipg due to unknown reason.

Manufacturer narrative:
A patient awaiting an ipg replacement for unknown reason was reported to abbott. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.